Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited probe cover has a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a high-energy endo-therapy accessory such as laser, high frequency, was used without sufficient distance from the distal end section of the scope. However, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: -the instruction manual ¿gif/cf/pcf-290 series, operation manual, chapter 4 operation, 4.3 using endotherapy accessories¿ describes the warning in using a high-energy endo-therapy accessory as below: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.